Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. The fse inspected the analyzer and found worn antistatic brush, misaligned sample probe, and defective level sense pcb (printed circuit board) the fse identified the failure as defective antistatic brush and level sense printed circuit board (pcb). The fse replaced the level sense pcb, antistatic brush, and realigned the sample probe to resolve the issue. System performance was verified. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone (B)(6). The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous low/negative patient results with ¿g¿ and ¿k¿ flags on multiple chemistries which included sodium (na), potassium (k) , chloride (cl), alanine aminotransferase (alt), alkaline phosphatase (alp), aspartate aminotransferase (ast), bicarbonate (co2), lipase (lip), total bilirubin (tbil), creatinine (crea), gamma-glytamyl transferase (ggt), total protein (tp), urea, and albumin (alb) on their au480 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer provided example of false results for two (2) patients,